Manufacturer narrative:
D11-intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The returned instrument was found to have physical damage at the distal end. The adapter at the distal tip was found to be broken. A piece measuring roughly 0.125" x 0.262" was missing and was not returned. Additionally, the electrical contacts that are installed in the adapter are missing. Additional observation(s) not reported by site indicated that the instrument was found to have the conductor wire broken at the distal end. The instrument failed an electrical continuity test. No pieces were missing. The insulation was not damaged. The conductor wire was disconnected/broken due to the adapter being broken. The root cause for these failures is attributed to the misuse/mishandling.

Event description:
The monopolar cautery instrument was an incidental return. No allegation was made against this product. It was reported that during central processing, monopolar curved scissors had broken housing. There was no report of patient involvement.